Event description:
The customer reported to olympus the endoeye flex deflectable videoscope exhibited the adhesive on bending section cover (a-rubber) had a chip. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, it was found that the adhesive around the objective lens was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that: due to wear of angle wire, bending angle in the upward direction did not meet the standard value; video connector case had a crack; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.